Manufacturer narrative:
Analysis was performed on the returned device. The reported kinked/pinched suture was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported kinked suture appear to be related to user technique while demonstrating device deployment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that four prostyle devices were opened, but the intended procedure was rescheduled last-minute. The abbott sales representative demonstrated the deployment of 2 of the opened prostyle devices. After suture harvesting, it was noted that both of the device rail sutures were kinked and one of them was also frayed. The remaining 2 opened prostyle devices were not deployed, there were no issues/abnormalities noted with these devices. There was no patient involvement with any of the four prostyle device. No additional information was provided.